Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative mentioned that the sensor was giving inaccurate readings. The customer's blood glucose was 405 mg/dl at the time of incident. The representative stated that the basal rates of the customer were lowered by the health care provider. The insulin pump will not be returned for analysis.